Event description:
The manufacturer's consultant reported that he sent in the flashcard for product analysis; however it has not been received by the manufacturer to date.

Event description:
Additional information was received on (B)(6) 2012 when it was reported that the physician's handheld was able to be successfully upgraded with a different flashcard. The manufacturer's consultant reported that he has the flashcard that didn't work and will be sending it back for product analysis. The flashcard has not been received for product analysis to date.

Event description:
On (B)(6) 2012 it was reported that a software upgrade would not work with a new flashcard on the physician's handheld. The manufacturer's consultant indicated that water got on some of these new flashcards when they were left outside during a rainstorm. Attempts for additional information are underway but have been unsuccessful to date.